Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that the implant has damaged threads. The doctor removed an abutment but could not get healing abutment or screw to thread down inside of the implant. Requested thread tap to rethread implant. Inherited patient. Unknown 4.7 tsv zimmer implant.

Manufacturer narrative:
Zimvie did not receive one (1) unknown zimmer implant for evaluation. Visual inspection could not be performed. The investigation has been performed based on the available information using the item number, device history record (adhr) review, and risk management file (rmf). DHR, sterilization, and complaint history review could not be performed, as the subject lot number associated with the [unknown zimmer implant] is not available. Zimvie quality management system (qms) has controls in place to prevent the distribution of non-conforming product and ensure the product is within specifications. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per rm-00541-haz, the most likely root cause determined from the investigation is clinician inadvertently selects drill unit speed that exceeds recommended value for implant placement. Therefore, based on the available information, a device malfunction could not be verified. Without device receipt, the reported event is non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. The following sections have been updated: b4: date of this report g3: date received by manufacturer g6: checked "follow-up" h3: changed "yes" to "no" h6: entered evaluation codes h10: added manufacturer narrative h3 other text : device was not returned.

Event description:
No further event information available at the time of this report.